Event description:
Paramedic a began the process of unloading a patient on a stryker cot from the ambulance. The cot is equipped with a safety bar and hook that are designed to keep the cot from being removed from the ambulance accidentally and provide increased operator assurance and confidence when unloading. As paramedic a pulled the cot out of the back of the ambulance, the safety hook on the cot did not engage with the retaining hook on the ambulance. Paramedic b was holding the carriage to let it down when the cot wheels cleared the rear step of the ambulance. Since the safety bar and hook did not engage, the cot dropped and bumped down the rear step and fell to the ground with the patient on the cot. There was no injury to staff or the patient. Follow up investigation indicated operator error and knowledge deficit and the paramedics received additional instruction.

Event description:
Paramedic a began the process of unloading a patient on a stryker cot from the ambulance. The cot is equipped with a safety bar and hook that are designed to keep the cot from being removed from the ambulance accidentally and provide increased operator assurance and confidence when unloading. As paramedic a pulled the cot out of the back of the ambulance, the safety hook on the cot did not engage with the retaining hook on the ambulance. Paramedic b was holding the carriage to let it down when the cot wheels cleared the rear step of the ambulance. Since the safety bar and hook did not engage, the cot dropped and bumped down the rear step and fell to the ground with the patient on the cot. There was no injury to staff or the patient. Follow up investigation indicated operator error and knowledge deficit and the paramedics received additional instruction.